Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service observed foreign material was stuck in the forceps raiser. In addition, service observed foreign material/stain on the distal end. An air leak was observed due to a cut on the rubber covering. The adhesive around the objective lens was worn. Due to a scratch on the distal end cover, the insulation resistance did not meet specification, and a leak was observed between the distal end and plastic cover. The insulation was out of specification due to a cut on the heat shrinking tube of the forceps elevator lever, and the lever arm demonstrated corrosion. The grip was shaved, the forceps/instrument channel and switch box had dents, the air/water cylinder and suction cylinder had discoloration, the body cover was chipped, and the connecting tube was buckling. The distal end was shaved, and scratches were observed on the right/left knob, image guide protector, and universal cord. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was a ¿crumb¿ [foreign material] stuck in the subject device and could not be removed. The foreign material was found during reprocessing of the device. There was no patient or user injury reported due to the event. This report is being submitted for the foreign material stuck in the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a foreign body was under and around the forceps table, but the foreign body could not be identified. The event can be detected/prevented by following the instructions for use which state the following: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope." "All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.